Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).(B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was at the avf. There was no vessel tortuosity. The lesion type was de novo and there was no calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 5 mm, lesion length 14.00 mm, pre-procedure 80% stenosis, and post-procedure 10% stenosis. The lesion morphology showed concentric stenosis and tight stenosis lesion. The patient had a follow up visit in (B) (6) 2006. The target lesion has remained patent since the procedure. The patient did not experience an adverse event since the procedure. The patient did not have an intervention since the procedure. The patient had a follow up visit in (B) (6) 2006. Restenosis was noted. At the follow up visit in (B) (6) 2006, it was noted that in (B) (6) 2006 the patient had conventional angioplasty on the target lesion. No other information was provided. The patient had a follow up visit in (B) (6) 2006. The target lesion has remained patent since the procedure. The patient did not experience an adverse event since the procedure. The patient did not have an intervention since the procedure. The patient had a follow up visit in (B) (6) 2007. Diagnostic examination included measuring of blood pressure during dialysis. The target lesion has remained patent since the procedure. The patient did not experience an adverse event since the procedure. The patient did not have an intervention since the procedure.